Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the second smart coil evaluated. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. Conclusions: evaluation of both returned smart coil revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter, the embolization coil may start to take shape inside the hub, upon further advancement damage such as this may occur. The offset coil winds likely contributed to the resistance experienced during advancement. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01411.

Event description:
The patient was undergoing a coil embolization procedure to treat a vertebral artery using penumbra smart coils (smart coils). During the procedure, the physician placed a 7f sheath in the left femoral artery then advanced a non-penumbra guiding catheter through the sheath. Next, the physician advanced a non-penumbra microcatheter through the guiding catheter. The physician then deployed and detached two smart coils in the target vessel. While attempting to advance two smart coils into the microcatheter, the physician experienced resistance and the smart coils would not advance into the microcatheter; therefore they were removed. The procedure was completed using seven non-penumbra coils. It was also reported that the physician was able to advance the coils out of their introducer sheaths. There was no report of an adverse effect to the patient.